Manufacturer narrative:
720185-01, 1000253494, reservoir flat iz 100 ml.

Event description:
It was reported that patient experienced infection. Inflatable penile prosthesis (ipp) device was explanted 2 months after implant due to corporal perforation on the left side. A new tactra device was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.